Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. Fluid was observed flowing out via the small external tear, diverting the fluid from its intended path. Investigation found an 0x1c alarm in the device data, indicating the pump has reached expiration time after 80 hours of operation. The downloaded data confirms the device has operated for 80 hours. No timeouts or drive stalls were observed in the device data that could indicate the device struggled to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported the patients blood glucose level rose above 400 mg/dl while wearing the pod between 24 and 36 hours. No treatment was provided.